Event description:
It was reported to boston scientific corporation that a spaceoar vue device was implanted during a spaceoar vue implanted procedure performed about one year ago. Fiducial markers were placed transperineally prior to the hydrogel injection. The procedure was performed under general anesthesia. The hydrogel was implanted near the apex and slid inferiorly towards the penile bulb, the hydrogel migrated and was noted that due to this migration the hydrogel ended up in a non vascular location. It was also reported that the patient had an aborted prostatectomy because the physician was not able to develop a good plane between the prostate and the rectum. The patient finished his radiation treatment of 60 gy in 20 fractions. The patient finished his radiation treatment and the routine follow ups.

Manufacturer narrative:
Block b3: the exact date of the event is unknown. The provided event date, (B)(6) 2022, was approximate based on the description. Blocks d4 and h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Block h06: imdrf device code a1502 captures the reportable event gel misplaced - non vascular.